Event description:
The patient reported to the hospital that insulin could not be delivered. After the nurse's investigation, it was found that the cartridge end cannula was broken off/incomplete. The nurse replaced the needle for the patient.

Manufacturer narrative:
The patient reported to the hospital that insulin could not be delivered. After the nurse's investigation, it was found that the cartridge end cannula was broken off/incomplete. The nurse replaced the needle for the patient. The review of manufacturing history showed no abnormalities or deviations from the validated manufacturing process from the main batch 221390. A 100% automatic sorting, in-process testing for the cannula cartridge end (wobble circle) straightness before peelfoil seal was also reviewed. The inspection ensures that only complete pen needles (needle hub and cannula) leave the production line. There were no issues found.